Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, in the middle of suturing during a laparoscopic myomectomy, the joint between the needle body and the thr ead was detached, which caused the operation to be unable to proceed normally. The surgeon took out the needle body and the thread in time. Another suture was used to complete the case. There was no patient injury.